Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported by cjci department that during insertion, the physician experienced difficulty during placement. The physician was repositioning the catheter through the insertion needle when resistance was felt. They pulled out the catheter and found that the catheter was shredded. As a result, another catheter was placed successfully for the pt. There was no delay in treatment, no pt death and no pt complications were reported. Additional information rec'd on (B)(6) 2011 stated, the catheter was frayed.